Manufacturer narrative:
Further information was requested but not received. The reported event of post paced t-wave oversensing was confirmed. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated episodes of post paced t-wave oversensing on the device. The cause of the reported event remains unknown.

Event description:
During a follow-up, episodes of t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.